Event description:
It was reported that the rotational speed was not displayed. A rotablator console was selected for use. During the procedure, there was no speed shown on the display when the burr was on rotation. The procedure was completed with this device. No patient complications were reported.